Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 76mm x 3.5-2.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide catheter and guide wire were advanced, pre-dilatation was performed with a 2.5 x 20 and 3.0 x 20 nc emerge balloon catheters. Subsequently, a 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent itself was found to be deformed. The procedure was completed with 3.0 x 48 and 2.5 x 28 synergy stents. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital e1 initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 48 stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent lifted and bunched distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a hypotube kink 140mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 76mm x 3.5-2.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide catheter and guide wire were advanced, pre-dilatation was performed with a 2.5 x 20 and 3.0 x 20 nc emerge balloon catheters. Subsequently, a 2.50 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent itself was found to be deformed. The proceedure was completed with 3.0 x 48 and 2.5 x 28 synergy stents. There were no patient complications and the patient's status was stable.